Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leakage at catheter junction. Patient intravenous infusion, implantation of indwelling needle, exhaustion found at the hose of the indwelling needle oozing, immediately replace the indwelling needle, and do a good job of explaining the job.

Manufacturer narrative:
DHR bhr review lot 2055754. 1the products of this batch were assembled at intima ii auto line 4 in february 2022, and packaged at r240 package line in february 2022. Work order quantity was (B)(4) each. 2review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3review the production records with no nonconformance, deviation or rework activities. No defective samples and photos have been received for the complaint. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found at the catheter. Please refer to attachment for the test report. Conclusions: no abnormalities are found in the process and retained sample. As the damage state at the catheter of defective sample cannot be identified, the root cause of leakage there cannot be determined. The plant will continue to track and trend for this issue.